Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level was 46 mg/dl at the time of incident. It was unknown that customer was using auto mode or not. Customer stated that the sensor was in the warm up and it fell off. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.